Event description:
It was reported that there was less medication in the pump during refills than anticipated. The pump was replaced on (B)(6) 2012. No patient symptoms were reported. The patient outcome was reported as recovered without sequelae. The device system was used to deliver dilaudid, bupivacaine and clonidine. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
Product ID, 8703w lot# l50594 serial#, implanted: 1998 (B)(6), explanted: product type catheter product ID, 8596sc lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed a deformed pump tube at the pump head, an s2 overinfusion, and an insufficient pump tube occlusion. No anomalies were found in the pump logs, but the pump had displayed an over dispense test at the 300 mcl/day rate. A re-test was performed at the same 300 mcl/day rate for a longer period of time, and the pump failed accuracy. Despite the pump being programmed to stop, fluid was still flowing. This indicated that fluid had leaked past the remaining rollers that were compressing the pump tube. Upon destructive analysis, it was discovered that the pump tube had been discolored and hardened with a loss of elasticity. It was thought that a combination of mechanical and chemical stresses may have contributed to the change in the cross section of the tube. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.